Manufacturer narrative:
Additional information: h6 and h11: h11: the actual device was not available; however, one a photograph of the sample was provided for evaluation. The photograph was reviewed and did not showed evidence of the reported problem. In the photograph provided there is not enough information to duplicate the event or determine if the product failed or met specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of a minicap transfer set. The patient was unable to disconnect themselves from the treatment because the miniset breaks. This occurred during disconnection after peritoneal dialysis (pd) therapy. The transfer set had been in use for three weeks and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.